Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 stent was implanted. The patient had been prescribed plavix. Over one year post the stent implantation, the patient presented with crushing chest pain and died in the ER. Three weeks prior to the event, the patient stopped taking plavix. Additional information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.